Event description:
It was reported a spectrum pump has sys error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 occurred upon powering the device on thereby confirming the customer's allegation. However, further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex as well as severed mount screws. The motor assembly was replaced.